Event description:
It was reported that during an unk procedure, the trocar was inserted into the abdomen and the knife did not retract. As a result, the aorta was perforated. The aorta was repaired with sutures and the case was completed without pt consequence.

Manufacturer narrative:
Date sent: 10/16/2006. Info anticipated, but unavailable at this time.